Manufacturer narrative:
On 18-may-2021: no failure could be identified as a result of the investigation.

Event description:
Consumer reported via phone that string came off tampon. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via phone that string came off tampon. No injury was reported.